Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed myopotentials oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were recommended, but no changes or intervention was performed. There were no patient consequences.